Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display lens was found to have multiple scratches. The pump powered on and booted to the verify screen with a faded and discolored display screen. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the keypad was found to be torn at the ok button; all of the keypad buttons were confirmed to be responsive.

Event description:
The pump was returned to animas and was investigated by product analysis on 06/19/2013. Investigation found that the display screen was faded and discolored. This report is made based on the results of investigation.